Event description:
It was reported the patient had an infection but then it was later stated the patient never had a vaginal bacteria infection. Reportedly, in the patient¿s surgery the healthcare provider stitched their vaginal wall. It was stated the patient had blood in their urine, smelled an odor and was in so much pain. It was noted the patient had a vaginal exam and the doctor stated the wall was very thin like the bladder was going to poke through it so that is why they stitched it. Reportedly, when the patient stood up they were in a lot of pain and they had blood on their pad. It was stated that before the exam the patient urinated and there was blood and there was a high white blood cell count in their urine so the patient had to take antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va09wps, implanted: 2013-(B)(6), product type lead. (B)(4).